Event description:
It was reported that on the second firing, it had malformed staples in the distal portion of the staple line. The customer used a clipapplier to complete the case with no pt consequences. The device and reloads are available for analysis.

Manufacturer narrative:
Info anticipated, but unavailable at this time.